Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: examination of the submitted device confirmed the metal trial pin was missing. A complaint database search finds no additional reports against the provided product and lot combination. A search of the complaint database against product code (B)(4) did not find any trend of trial pin component disassembly. The investigation could not draw any conclusions about the root cause of the missing component without the component to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
After the case, spd found the trial was missing the metal post from the underside.